Event description:
In a literature report, a surgeon reported a patient who has heavy concentrations of glistenings following bilateral intraocular lens (iol) implant surgery. He stated the right eye lens was discolored a deep brown bronze color and the lens in the left eye was not discolored. He reported the patient could not discern any difference between the two eyes. There are three medical device reported associated with this event. This report is for bilateral patient¿s right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined from the investigation. Additional information was requested (B)(4) 2012 by fax, phone and mail. A completed questionnaire has not been received. Milauskas, a.t. (2012). Brown discoloration of acrylic multifocal, monofocal, and blue light filtering iols. Journal of cataract and refractive surgery, 38, 176-177. (B)(4).